Manufacturer narrative:
The response center provided information to the customer for replacement part.

Event description:
The customer reported the device showed a charge shock failure. There was no reported patient or user involvement and no adverse patient/user impact.